Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. On the other hand, did not note any evidence of previous moisture or corrosion on the electronic assembly inside the case. Unable to upload/download using carelink due to a problem associated with the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose at the time of incident was 20.3 mmol/l. The customer's blood glucose level was 23 mmol/l and 23.4 mmol/l. The customer was treated with needle for high blood glucose. Customer has not been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did allege insulin pump was under delivering. Troubleshooting was assisted. The insulin pump will not be returned for analysis.